Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he connected the infusion pump to his body and a little plastic piece was folding halfway through. Customer stated that the cannula is bent. Customer has received no delivery alarms. Customer's blood glucose was at 600 mg/dl. Customer stated that it seems to work and then gets a no delivery alarm again hours in between. Customer bolused for 600 mg/dl. Customer stated that the bent cannula and no delivery alarm are the reasons for the high blood glucose. Customer stated that he has a back-up plan. Customer has treated with the pump. Customer stated that the alarm occurred previously and it occurred during basal. Customer stated that the no delivery alarm is recurring. Customer stated that the alarm was resolved by a complete set change. Customer was not able to return the reservoir since he cannot find it.